Event description:
Percutaneous coronary intervention (pci) was performed. The intravascular ultrasound (ivus) catheter was used to image post stent placement. When attempting to remove the ivus catheter after pullback, it became stuck on the stent. The physician advanced the catheter distally, without applying force, and removed the introducer. A guidewire was introduced into the catheter to change the angle of the catheter and the catheter was removed successfully. The patient status was reported as "good".